Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. This started yesterday. The patient felt there was something wrong with her ins. Yesterday the stimulation felt faint and today the patient cannot feel stimulation at all. The patient did charge her ins completely. The patient went to check the ins battery charge level and it was described that the stimulation showed off. The patient turned the stimulation back on and increased from 3.5 to 4.40. The patient could not feel stimulation at 4.40. There were no other programs to try. The patient uses the stimulation 24/7. The stimulator helps because her legs give her problems. The patient had surgery in july and spacers were put in to relive nerve pressure, but kept the ins in place. Because of the ins the patient has been able to walk and she has been walking 6-7 miles a day. It was noted that when this ins was implanted, it was moved from her back hip to her front. It was later reported on (B)(6) 2014, that the stimulation implant has stopped working. The last time stimulation was felt was on (B)(6). The patient programmer (pp) showed the ins has a ½ charge but stimulation was not felt. Two days later it was reported that the patient still had concerns regarding her device or therapy but was working with her doctor or company representative. An appointment date of (B)(6) 2014 with the patient¿s doctor was noted. The patient thought the internal battery has died. The patient was getting no pulse from it at all. The remote was showing a full charge but the patient plugged the main one in anyway and charged it to make sure. Still there was no response from the unit. The patient cannot get it working. Additional information has been requested.

Event description:
A month later ins battery depletion was reported, ¿my battery died on (B)(6) 2014, so I am going in to have it replaced with a new unit and leads and the surgery is scheduled for (B)(6) 2014 and I wanted to know what to do with the controllers¿. It was stated ¿they don¿t know whether it depleted or not, and when they did x-rays they found the wires were not broken and they weren¿t sure if it was the battery unit or not but someone will be at the surgery to check the device.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot # v007136, implanted: (B)(6) 2006, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-09, lot # lc2765, implanted: (B)(6) 2005, product type accessory; product ID 3550-09, lot # n0031988, implanted: (B)(6) 2005, product type accessory. (B)(4).